Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc investigated it on (B)(6) 2017. The tissue pad of the jaw was worn and partially separated. The coating on the outer surface of the probe was partially missing. The manufacturing record was reviewed and found no irregularities. These types of tissue pad and coating damage were likely related to the operator's technique. Based on the past similar cases, omsc surmised that the tissue pad of the jaw was worn and partially separated, and the coating on the outer surface of the probe was partially missing because the user continued to activate output in seal & cut mode without contacting tissue (including after the tissue already cut). The instruction manual of the device has already warned as follows; warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During an unspecified procedure, the subject device was used. The tissue pad of the subject device broke. The procedure was completed with a similar device. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc). Omsc investigated it on (B)(6) 2017. The tissue pad of the jaw was partially separated and the coating on the outer surface of the probe was partially missing.